Event description:
Difficultly monitoring patient with arterial line blood pressure monitoring due to the pressure bag not properly holding air. Checked on my patient and bag was deflated below 300mmhg.